Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, cable failure was observed. Therefore, it was determined that the video function did not work properly due to the cable failure, and the reported phenomenon [image flickers] occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 and e2- no hospital contact information can be provided due to local regulation. H10- the device was returned for evaluation. The reported issue could be confirmed during testing; the flickering image occurred due to a faulty cable. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported to olympus medical that the hd 3cmos camera head was in use for an enteroscopy and the image that was produced was flickering. The customer reported the patient procedure was completed with a similar device, the patient was not under anesthesia, there was no delay and there were no adverse effects to patient.